Event description:
I started out with polident in (B)(6), I only had upper plate. I came to (B)(6) in 1997. Then I had upper and lower plate made in (B)(6). I started using fixodent 2 times a day. I was working as a cna ii at (B)(6). I started feeling my hand going numb and my feet tingling. In 1999, I started to had pneumonia 3 times that year. Then still having numb in hand and feet. The doctors at (B)(6) medical said, I had a stroke then I had a heart attack. I used a walker, I had weakness in hands, legs and tingling and numbness in toes. Pain constantly in legs and toes. I had muscle cramps in hand, legs, and toes. Sometimes my hand is so numb and on fire, and well, and my toes. Therapy for 2 weeks. I had several "mir" and other testing. I then started going to dr (B)(6) neurology, for head. No one found anything wrong. Still having weakness in hands and feet, tingling in toes. I had to transfer to (B)(6) hosp in 2004. (B)(6) missed diagnosis. I keep complaining about my weakness. I started to fall, my legs would just go out. Finally dr (B)(6) sent me to another neurologist, dr (B)(6). Finally neuropathy in 2010. I take gabapentin 600 mg three times a day and the pain never stops in my toes and feet and hands. Sometimes I take 1 1/2 pain pill, 3 times a day just to ease the pain. Gabapentin not helping. I stopped using fixodent in 2007. Event abated after use stopped. Dates of use: (B)(6) 1993 - (B)(6) 2004.